Event description:
It was reported that a bilateral sagittal split osteotomy was performed on (B)(6), 2015, during which time an unknown plate and an unknown quantity of unknown screws were implanted. Approximately four weeks postoperatively (date unknown) it was noted that a screw backed out and the hardware was removed due to infection. The devices were disposed of and will not be returned. The patient was revised with competitor¿s devices. The revision/explant surgery was successful and no surgical delay was reported. This report is for one unknown screw. This is report 2 of 2 (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. Exact date of explant is not known but was reported as approximately four weeks after implant date of (B)(6), 2015. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.